Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No this alarm is generated when a power failure is detected. No unexpected battery power loss and no critical pump error alarm. However, power error alarm due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose level was 175 mg/dl. The customer stated that insulin pump had unexpected battery power loss alarm. The troubleshooting was declined by the customer for the pump error alarm. The insulin pump will be returned for the analysis.